Manufacturer narrative:
"Vyaire file identification: (B)(6). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was able to verify the issue. All testing was performed with a good known test ac adapter while the patient circuit was connected. After connecting an external power source, the charge status led lit up red, indicating that there was no charge. An overnight charge was then completed and a battery duration test was performed, which produced failing results. The ventilator shut down immediately when the external power was removed. Further investigation revealed that the internal battery is not holding charge. As a resolution, the internal battery was replaced and the unit passed all testing."

Event description:
It was reported to vyaire medical that the internal battery of the ltv 1150 ventilator would not charge after two different charges overnight. There was no patient involved in this reported event. The reported issue happened during testing of a brand new unit (out of box failure).